Manufacturer narrative:
Internal complaint reference: (B)(4). H10 b5 and b6: event description and bone details updated.

Event description:
It was reported that during an arthroscopy procedure, the respective initiation process was carried out with a 2.9 lancet through a cannula as indicated by the manufacturer. A bioraptor circular was used. It was only possible to introduce it a little more than halfway, it presented high resistance and reached a stop that did not allow fixation with the internal screw. An attempt was made to use it as an anchor point, so the exposed part was removed. Given these findings, it was decided to change the surgical technique and therefore, the implants. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during an arthroscopy procedure, the respective initiation process was carried out with a 2.9 lancet through a cannula as indicated by the manufacturer. A bioraptor circular was used. It was only possible to introduce it a little more than halfway, it presented high resistance and reached a stop that did not allow fixation with the internal screw. An attempt was made to use it as an anchor point, so the exposed part was removed. Given these findings, it was decided to change the surgical technique and therefore, the implant. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed two devices with original packaging with the batch number of the complaint on the label. The anchor body, anchor plug, and sutures were not returned for either device. There is no visible defect on either device. A functional evaluation was performed on the returned devices and found that the torque limiter knob will turn and advance as intended for one device but will only turn and not advance for the other device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include excessive force on the device. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (component code, investigation findings & conclusions).